Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005 along with concurrent vaginal hysterectomy due to mild incontinence. Following insertion the patient experienced vaginal bleeding, continued incontinence, discomfort, pain and husband sustained cuts and scrapes on his penis during intercourse from eroded mesh. It was reported that patient underwent partial mesh removal on (B)(6) 2005 and (B)(6) 2006 due to eroding mesh through the vaginal wall, pain and infections.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).